Event description:
It was reported by the patient that he underwent a cardiac procedure on an unknown date and surgical stainless steel suture was used to close the sternotomy. He reports that the wires broke and he required a reoperation to re-approximate the sternotomy with plates. The physician opines that the patient was original closed with sternal wires and sternal plates. During the reoperation it was noted that one sternal wire was broke but there were issues with the sternal plates.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.